Event description:
It was reported that the patient presented for a remote follow up via merlin.net with post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator. No interventions were made. There were no patient consequences.

Event description:
New information received notes programming changes were performed on the implantable cardioverter defibrillator. There were no patient consequences.